Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10573, 1627487-2012-10574. It was reported the patient ((B)(6)) was receiving stimulation primarily in the left leg, but not where it was needed in the right. The physician elected to proceed with surgical intervention during which the surgical scs lead was repositioned; however, the desired coverage still could not be achieved. The physician then implanted an additional percutaneous lead which drastically improved stimulation. During the procedure, the physician reported experiencing difficulty disconnecting the lead from the ipg stating the torque wrench could not be inserted into the septum to loosen the set screw,. The physician then pulled on the lead to disconnect it from the ipg. Once the lead was disconnected, the physician tried again to access the set screw to no avail. The physician was unable to reconnect the lead into the ipg header, thus the ipg was removed and replaced. It was also reported during the procedure the scs lead anchor was observed to be damaged. The lead anchor was removed and replaced as well.